Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient told their hcp that stimulation was too strong for them three days before initial report. When the patient tried to decrease stimulation, they were unable to do so because their patient programmer (pp) wouldn't communicate with their ins; this was the reason for call. Additionally, they were only getting "?" On the pp. On the date of initial report, the patient had routine programming done; changes were made to rate and pulse width (pw). The antenna was being used, but they weren't getting telemetry with and without the antenna. A request was made to communicate to the ins using another device and communication was successful; the hcp was able to reprogram the patient's stimulation fine. As a result of what was reported, the caller was transferred to repair for the pp issues. The overstimulation issue was considered a sudden change in therapy/symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked if the cause of the sudden overstimulation issue was determined, the patient said the patient programmer (pp) stopped reading. The healthcare provider's (hcp) office asked them to come in so they could check it, but they were unable to sync the pp and implantable neurostimulator (ins) up. When asked what actions/interventions were taken to resolve the sudden overstimulation issue and if it was resolved, the patient said they noticed the pp was not adjusting their ins was not working on (B)(6) 2018; it stopped reading the ins and wouldn't sync up so the hcp's office called into the manufacturing company. The manufacturing company overnighted a new pp to the patient and they returned to the hcp's office; the pp and ins synched. When asked what were the circumstances that led to the patient programmer (pp) inability to communicate to the ins and the error message, the patient said the pp was over ten years old and the pp stopped synching; they didn't know why. The patient further said that this was the first time in ten years they had an issue; everything is working as of this point in time. No further patient complications have been reported as a result of this event.